Event description:
It was reported that follow a drg system implant, patient reported having no sensation in their legs. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the whole system was explanted to address the issue. Patient recovered sensation in their legs after the system was explanted. It is unknown which lead is at fault.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg slimtip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8730864.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.